Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a thr surgery, a sl-plus mia offset adapter 40mm set broke. Surgery was resumed without any delay. It is unknown how the procedure was finished and when occurred. Nevertheless, patient was not injured as consequence of this problem.

Manufacturer narrative:
It was reported that, during a total hip replacement surgery, the clutch of a sl-plus mia offset adapter 40mm broke. The part, intended for use in treatment, was returned for investigation. Upon visual inspection, the fracture at the connection between the contact pin and the body of the adapter could be confirmed. Apart from that, the device shows normal signs of usage such as small dents and scratches. A review of the production documentation did not reveal any deviation from the standard operating procedure. No additional complaint with the batch in question was reported so far. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. However, based on the performed investigations, the relationship between the reported event and the device was confirmed. This instrument is designed to hold and guide the detachable rasps for broaching. It is therefore subjected to repeated impact forces via the modular knock plate or the pneumatic woodpecker. Previous investigations demonstrated, that under specific circumstances, this device may fracture during impaction. An optimized design of the device has been released in order to reduce the occurrence of this issue. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. This version of the device will be monitored for similar issues. The returned device will be discarded.